Event description:
It was reported that the left monitor on the 9800 system was blank and the dicom box would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The interconnect cable was repaired during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.